Manufacturer narrative:
.

Event description:
The recipient reportedly experienced abnormal impedance and impedance fluctuation. CT scan revealed that the recipient's electrode array was not in the cochlea. The center elected to revise the recipient due to impedance history. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the silastic overmold was cut at the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire at the straight portion of the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition produced impedance values out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.